Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient contacted the provider, complaining of unilateral and focal pain in lower leg. Patient met with provider and reported a fall. Provider conducted xray imaging and discovered one of the two leads had migrated. This lead was explanted on (B)(6) 2026. Should additional information be received this file will be updated.